Event description:
Several lot numbers of utm reacted with the flu testing kit to cause a false positive result.

Event description:
Several lot numbers of utm reacted with the flu testing kit to cause a false positive result.